Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported a complaint of high readings on his precision xtra blood glucose meter. The customer obtained a reading of 5.3 mmol/l and took insulin as normal and had his main meal. The customer then noticed, he was entering into a hypoglycemic state. The customer almost lost consciousness. He experienced symptoms of confusion and was unable to stand. He was given fruit juice by his wife to counteract the medical event.